Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a blistered rash on the back that looks like a 2nd degree burn. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised temporary removal of the device to allow the area to heal . Outcome of the rash is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.